Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please confirm whether or not any portion of the bag was separated from the device? I was told no pieces of the bag were left in the patient.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon went to place the specimen in the pouch and the pouch bag burst at the bottom and the specimen fell out of the bottom of the pouch. Another like pouch was used to complete the procedure. There were no adverse consequences for the patient.